Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the hand switch. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed an x-ray security error message. No pt injury was reported.